Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings of the attachment device were damaged, the nose cone was damaged, and the identification was unreadable. It was noted that the ball bearings had fallen apart, balls were missing, the cage did not exist, the extension sleeve was missing, and the label was not easy to read. It was further determined that the device failed pretest for temperature, lock operation, and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unknown surgical procedure, it was observed that the short attachment device was physically broken. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.